Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument did not fully close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have blade damage to the tip. One of the blade edges was indented, which prevents the blades from opening and closing properly as reported by the customer. The blade indentation did not result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.